Manufacturer narrative:
Although reasonable attempts were made, devices were not returned for eval. Probable root cause based on reported event description is bending force in excess to dfu and product labeling.